Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient woke up around 4am to use the bathroom and the patient was ¿not feeling good¿. The patient was very weak, sweating, and shaking. The patient¿s cgm was reading 100 mg/dl while the bg meter was reading 21 mg/dl. The patient was wearing a tandem insulin pump. The patient¿s husband helped the patient do her fingerstick, as well as provided the patient with juice and crackers as treatment. After this, the patient¿s bg meter reading increased to 51 mg/dl, therefore, the patient then ate (4) glucose tablets. Twenty minutes later, the patient¿s bg meter reading was 100 mg/dl. The patient then went back to bed. The patient remained at home and did not seek assistance from a higher level of care. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.